Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a patient underwent osteosynthesis of the ankle for bone fracture. During surgery, a cannulated stardrive screwdriver shaft broke when the surgeon tried to insert an unknown screw. Thus, the screw could not be inserted completely. The screw was removed and a headless compression screw 4.5mm was inserted. The surgeon confirmed by x-rays that there were no broken pieces in the patient's body. The surgery was completed within a 30 minutes delay. There was no adverse consequence to patient. This report is for one (1) unknown screw. This is report 2 of 2 for complaint (B)(4).